Event description:
Pt has an implanted spinal cord stimulator. They were scheduled to travel by air. At the airport security screening checkpoint, pt was directed by screeners to pass through the walk-through metal detector. They claim that they immediately felt a significant electrical shock and abdominal pain in the area where the implant was sited. Because the walk-through metal detector alerted when pt passed through it, pt was then referred for secondary screening, including the use of a hand-held metal detector which pt claims caused additional shocks. During the subsequent flight, pt claims they suffered radiating pain down their left leg and significant discomfort, suggesting that the implant was no longer functioning properly. Upon arrival, pt noticed a reddened area on their abdomen over the implant site; over the next day this developed into a blister that doubled in size over the following day and filled with fluid. Pt claims that on at least two occasions thereafter, the implant (which had allegedly been inoperative since the time of the initial incident) spontaneously and unexpectedly turned itself on, generating strong impulses and causing additional pain. The device MFR's rep tested the device 20 days later. Although the leads seemed to be in order, the signal generator appeared to be malfunctioning and the MFR recommended that it be replaced. Replacement surgery was performed four weeks later.